Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard failed intermittently. A field service (fse) noted that the issue intermittently required a reboot or moving the device to a different universal serial bus (usb) port and proceeded to replace the keyboard to resolve the problem. Subsequent testing confirmed the keyboard was functioning as designed, and the customer verified proper functionality. Additionally, fse mentioned that if issue reoccurs it was advised to replace the communication sled. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an intermittent keyboard failure occurred, and not all keys were responding. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.